Event description:
Additional information stated the patient's replacement surgery was scheduled for (B)(6) 2013. It was later reported the patient's device was replaced and the patient had no complaints since the replacement surgery.

Event description:
It was reported that there was premature battery depletion. It was stated that the office nurse interrogated the battery and discovered that the battery was at end of life (eol). The patient reportedly felt pain and less than 50% therapy relief. It was noted that an implantable neurostimulator replacement was "planned." A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 3887-33, lot# j0110901v, implanted: (B)(6) 2001. Product type: lead: product ID 3887-33, lot# j0108156v, implanted: (B)(6) 2001. Product type: lead: product ID 7435, serial# (B)(4), implanted: (B)(6) 2001. Product type: programmer, patient. (B)(4).